Event description:
On (B)(6) 2019, the operating room manager at facility x emailed a trilliant surgical sales representative, notifying him of an upcoming screw removal case scheduled for (B)(6) 2019 at facility x with doctor 1. The operating room manager requested trilliant surgical hardware to assist in the removal of 2.4mm cannulated tiger headed screw after the patient reported localized pain at the surgical site of the screw head. Questions were sent as follow-up to the operating room manager and doctor 1. Upon following up via email on (B)(6) 2019, both the operating room manager and doctor 1 (the surgeon performing the removal on (B)(6) 2019) replied with the following information: doctor 1 reported the 2.4 trilliant tiger screw was originally implanted at one of facility 2's surgery centers, but could not specify which surgeon performed the surgery or the date of implantation. Doctor 1 confirmed the patient was a female, age not provided, and a smoker. He reiterated the head of the screw was painful to the patient, which is why he is surgically intervening.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-11 below) as part of internal complaint handling activities. 1. Patient age at time of event, date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) is unknown. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Lot # and unique identifier (UDI) # (d4) could not be confirmed. *see note below. 6. Implanted date (d6) is unknown. 7. Reprocessor name and address (d9) n/a to this report. 8. Concomitant medical products and therapy dates (d11) not reported. 9. Device manufacture date (h4) could not be confirmed. *see note below. 10. Section h9 n/a to this report. 11. No files attached to this report. Note: because screw length is unknown, brand name (d1) and model # (d4) feature 'xx' in place of the length measurement. Due to this unknown screw length, lot # and unique identifier (UDI) # (d4) and device manufacture date (h4) could not be confirmed and device history record (DHR) review could not be conducted. Corrected information provided in follow-up submission: b3 - date of event is unknown. B5 - description of event/problem for initial submission - corrected to not identify any physician or institution by name. D2 - common device name (product code is correct in initial submission). D3 - fax number added. Section f is n/a to this report. G3 - health professional and other are selected, company representative is deleted. H10 - corrected data. Additional information provided in follow-up submission. G1 - name (and email address) updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative. Additional investigation (03/12/2020): potential lot numbers could not be identified for this event. After further investigation, no specified lot numbers of interest could be determined due to missing information regarding the length of the implanted 2.4mm tiger cannulated screw. There are many available length options for the 2.4mm tiger cannulated screw. Therefore, lot number possibilities cannot be narrowed down for device history record (DHR) review. Thus, DHR review could not be conducted.

Manufacturer narrative:
Event description: an event was reported in which a 2.4 mm tiger screw of unspecified length was removed due to patient pain around the surgical site. The surgeon who performed the explantation stated that he could not specify which surgeon performed the original surgery or the date of implantation. The surgeon confirmed that the patient was a female and a smoker. DHR review: due to the tiger screw being discarded by the facility, the lot number was unknown and review of the DHR could not be performed. Dimensional/visual inspection and simulated use testing: due to the tiger screw not being returned, inspection and simulated use testing could not be performed. Evaluation of similar complaints: frm qlt-005c, customer complaint report, was reviewed to identify similar complaints of tigers screws being explanted. Ccr 19-05-001 was the only identified reported event. Ccr 19-05-001 reported that a 2.4 mm x 18 mm tiger screw was removed due to an infection around the surgical site. The investigation of ccr 19-05-001 was unable to determine the root cause of the reported event. This event is not specifically related as there was no pain reported. Root cause analysis: due to the tiger screw not being returned to trilliant, the condition of the part could not be assessed. Due to the lot number of the screw being unknown, the associated DHR could not be identified and reviewed. It is unknown if the device contributed to the reported event. Therefore, the root cause of the reported event could not be determined.

Event description:
On (B)(6) 2019 (B)(6), operating room manager at (B)(6) hospital, emailed (B)(6), a trilliant surgical sales representative, notifying him of an upcoming screw removal case scheduled for 09/04/2019 at saint thomas rutherford hospital with dr. Robert thompson. (B)(6) requested trilliant hardware to assist in the removal of 2.4 cannulated tiger headed screw after the patient reported localized pain at the surgical site of the screw head. Upon following up via email on (B)(6) 2019 both (B)(6), operating room manager at (B)(6) hospital, and (B)(6), the surgeon performing the removal on (B)(6) 2019, replied with the following information. (B)(6) reported the 2.4 trilliant tiger screw was originally implanted at one of (B)(6) center's but could not specify which surgeon performed the surgery or date of implantation. (B)(6) confirmed the patient was a female, age not provided, and a smoker. He reiterated the head of the screw was painful to the patient which is why he is surgically intervening.